Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 45 mg/dl. Customer was assisted on how to connect back to insulin pump. Customer treated with chocolates for low blood glucose level. Customer was not able to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.